Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to addressed loosening of the femoral component at cement to implant and bone to cement interface. Depuy cement was used. Also, it was reported that the adapter bolt +2/-2 and 5 degree adapter both broke, causing the tc3 femur to come loose away from the femoral sleeve. Doi: (B)(6) 2017, dor: (B)(6) 2020, affected side: right knee.